Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil migration / suboptimal position / the right essure coil was primarily in the uterus") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "partially unwound coiled device". On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and menometrorrhagia ("abnormal periods / excessive and frequent menstruation with irregular cycles / heavy and irregular / menstrual cycle would occur for two weeks, stop for a week, and then resume / passing clots"). On (B)(6) 2015, the patient experienced abdominal pain lower ("left lower quadrant pain / cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), loss of personal independence in daily activities ("disrupted her everyday activities"), abdominal tenderness ("tenderness in the left lower quadrant"), anxiety ("anxiety"), insomnia ("difficulty sleeping"), vaginal haemorrhage ("abnormal vaginal bleeding"), stress ("stressed out"), depression ("depressed ") with depressed mood and crying and allergy to metals ("nickel allergy") with blister. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, dyspareunia, menometrorrhagia, loss of personal independence in daily activities, abdominal tenderness, anxiety, insomnia, vaginal haemorrhage, stress, depression, dysfunctional uterine bleeding and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, abdominal tenderness, allergy to metals, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, insomnia, loss of personal independence in daily activities, menometrorrhagia, stress and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were irregular and sometimes heavy, but they became increasingly worse after the implantation of essure to the point that it disrupted her everyday activities. Diagnostic results: on (B)(6) 2017. Transpelvic ultrasound: results not reported. On (B)(6) 2017, pelvic ultrasound : echogenic focus in the right uterine fundus and probably partially within the infundibulum likely representing one of the patient¿s reported essure tubes. If so, it is in a suboptimal position.¿ pathology report after essure removal: noted that there was a ¿partially unwound¿ coiled device in the lumen of the proximal aspect of the right fallopian tube with gross extension (1.0 cm) into the endometrial cavity at the right cornu. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration / suboptimal position / the right essure coil was primarily in the uterus') and abnormal uterine bleeding ('dysfunctional uterine bleeding') in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "partially unwound coiled device". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant) and menometrorrhagia ("abnormal periods / excessive and frequent menstruation with irregular cycles / heavy and irregular / menstrual cycle would occur for two weeks, stop for a week, and then resume / passing clots"). On (B)(6) 2015, the patient experienced abdominal pain lower ("left lower quadrant pain / cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") with blister, vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal tenderness ("tenderness in the left lower quadrant"), anxiety ("anxiety"), insomnia ("difficulty sleeping"), stress ("stressed out") and depression ("depressed ") with depressed mood and crying. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abnormal uterine bleeding, abdominal pain lower, dyspareunia, allergy to metals, menometrorrhagia, vaginal haemorrhage, abdominal tenderness, anxiety, insomnia, stress and depression outcome was unknown. The reporter considered abdominal pain lower, abdominal tenderness, abnormal uterine bleeding, allergy to metals, anxiety, depression, device dislocation, dyspareunia, insomnia, menometrorrhagia, stress and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were irregular and sometimes heavy, but they became increasingly worse after the implantation of essure to the point that it disrupted her everyday activities. Discrepancy noted in insertion details: as per medical records (B)(6) 2015. No. Of coils: right tubal ostium, trailing coils in uterus: 7. Left tubal ostium, trailing coils in uterus: 7. Diagnostic results: on (B)(6) 2017. Transpelvic ultrasound: results not reported. On (B)(6) 2017, pelvic ultrasound : echogenic focus in the right uterine fundus and probably partially within the infundibulum likely representing one of the patient¿s reported essure tubes. If so, it is in a suboptimal position.¿ pathology report after essure removal: noted that there was a ¿partially unwound¿ coiled device in the lumen of the proximal aspect of the right fallopian tube with gross extension (1.0 cm) into the endometrial cavity at the right cornu. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration / suboptimal position / the right essure coil was primarily in the uterus/migration noted') and abnormal uterine bleeding ('dysfunctional uterine bleeding') in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "partially unwound coiled device." On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant) and menometrorrhagia ("abnormal periods / excessive and frequent menstruation with irregular cycles / heavy and irregular / menstrual cycle would occur for two weeks, stop for a week, and then resume / passing clots"). On (B)(6) 2015, the patient experienced abdominal pain lower ("left lower quadrant pain / cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), loss of personal independence in daily activities ("disrupted her everyday activities"), abdominal tenderness ("tenderness in the left lower quadrant"), anxiety ("anxiety"), insomnia ("difficulty sleeping"), vaginal haemorrhage ("abnormal vaginal bleeding"), stress ("stressed out"), depression ("depressed ") with depressed mood and crying and allergy to metals ("nickel allergy") with blister. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abnormal uterine bleeding, abdominal pain lower, dyspareunia, menometrorrhagia, loss of personal independence in daily activities, abdominal tenderness, anxiety, insomnia, vaginal haemorrhage, stress, depression and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, abdominal tenderness, abnormal uterine bleeding, allergy to metals, anxiety, depression, device dislocation, dyspareunia, insomnia, loss of personal independence in daily activities, menometrorrhagia, stress and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were irregular and sometimes heavy, but they became increasingly worse after the implantation of essure to the point that it disrupted her everyday activities. Discrepancy noted in insertion details: as per mr (B)(6) 2015. No. Of coils: r tubal ostium. Trailing coils in uterus: 7. L tubal ostium. Trailing coils in uterus: 7. Diagnostic results: on (B)(6) 2017. Transpelvic ultrasound: results not reported. On (B)(6) 2017, pelvic ultrasound : echogenic focus in the right uterine fundus and probably partially within the infundibulum likely representing one of the patient¿s reported essure tubes. If so, it is in a suboptimal position.¿ pathology report after essure removal: noted that there was a ¿partially unwound¿ coiled device in the lumen of the proximal aspect of the right fallopian tube with gross extension (1.0 cm) into the endometrial cavity at the right cornu. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information , patient details , lot number added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.